Event description:
During evaluation of a returned spectrum infusion pump, the device had a delayed keypad response. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device found keypad having a delayed response. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed processor printed circuit board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.